Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The fracture occurred due to torsion overload. No material defects were observed on the fracture surface. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the torsion overload. No evidence was found indicating product error was a contributing factor and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke during use and approximately 3cm was left in the patient.